Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 43, pump error 49 or pump error 68 noted. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. The motor was tested outside device and passed. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a multiple pump error alarms. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump alarmed pump error and alarm did not occur immediately after a battery changed. Customer stated that the insulin pump had a blank display and was resolved after the battery change. Customer also reported to have experienced a high blood glucose of 500 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.